Event description:
It was reported that during surgery, the micro blade broke. It was reported that there was no harm to the patient. No further information was provided.

Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported.